Event description:
It was reported post implant a realize band, the patient presented with pain in right upper quadrant in the area of the port. The patient was taken to surgery to evaluate the port. When the port was examined, it was noted that the strain relief had become detached and was in the fascia. The port was replaced and moved approximately 4 cm. There were no adverse consequences for the patient. Patient was discharged and appears to be recovering well. Surgeon feels that the port may have entrapped a nerve causing the pain. He will continue to monitor the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.